Event description:
It was reported to philips healthcare that the heartstart mrx ECG cable was not working with a connection problem between the cable and monitor. There was no reported patient involvement and/or patient impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.